Event description:
Reporting status: death. Reporting rationale: patient died fifteen days after stent implant. Device issue: no device malfunction has been reported. It was reported via a trial that fifteen (15) days following implant of the rx xience v 3.0 x 18 mm stent, the patient died of a heart attack at home. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Myocardial infarction and death, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant, and the procedure was completed successfully. In this case, it is likely that the death is a secondary effect of the myocardial infarction.